Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels and low blood glucose levels. To resolve the issue, the healthcare provider adjusted the customer's basal rate settings. No additional information regarding the event was provided by the customer.